Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® boric acid sodium borate/formate c&s urine tubes 12 tubes were bowed.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for collapsed tubes with the incident lot was observed. Additionally, evaluation of the customer samples was performed and collapsed tubes was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for collapsed "tubes" with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and collapsed observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that before use of the bd vacutainer® boric acid sodium borate/formate c&s urine tubes 12 tubes were bowed.